Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connector in the remote frequency board. Unable to perform blood glucose meter test due to alarm. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin was not receiving the blood glucose readings. Customer stated that the meter is not communicating with the insulin pump. Customer's current blood glucose reading is 200 mg/dl. No further information provided.